Event description:
No new information provided.

Manufacturer narrative:
Items returned for evaluation: pusher, web implant, introducer, and dispenser hoop. Items not returned for evaluation: controller. The web implant was returned still attached to the pusher for analysis and was returned fully deployed through the introducer. The web implant was found to be within visual and dimensional specifications, but the pusher hypotube was bent at the proximal section and the pusher was broken at the hypotube to connector junction. No continuity and resistance testing could be performed due to the broken pusher. The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, but the heater coil was not found stretched and did not show signs of activation using a detachment controller. The customer provided image shows the proximal end of the pusher inserted into the detachment controller while the controller exhibited a red light. The investigation of the returned web system found the pusher hypotube bent at the proximal section and the pusher broken at the hypotube-to-connector junction. Due to the broken pusher, the investigation could not test for or further assess the detachment issue. However, the customer provided image shows the proximal end of the pusher inserted into the detachment controller while the controller exhibited a red light, indicating an inability to detach the implant as described in the reported event. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces exceeding the pusher's yield and tensile strength. The detachment controller used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
As reported: arterial aneurysm at the top of the basilar artery. After multiple operations, the web cannot be detached. After replaced with a new controller and multiple operations, the web still cannot be detached. The stent assisted the coil to complete the procedure. The patient was reported to be "in recovery".